Event description:
An endurant stent graft systemwasimplanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Vessel and aneurysm morphology at the time of implant is unknown. Currently the aneurysm is 7.3 cm in diameter. The patient was current with follow up appointments. The patient presented emergently with back pain. Currently there is vessel disease progression with iliac limb dilatation. The aortic neck is 36 cm in diameter. The CT revealed that there was a distal type I endoleak on the contralateral side. The physician implanted an endurant 28x28x82 aortic iliac extension and the distal type I endoleak was resolved. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); patient¿s condition affected effectiveness of device (anatomy related: disease progression with iliac limb dilatation). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related: disease progression with iliac limb dilatation).